Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 16, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 31, 2023.